Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2018 between 9:00 am and 10:00 am. The patient reported obtaining blood glucose readings of ¿111 and 182 mg/dl¿ with the subject meter, performed more than 20 minutes apart. The time difference between the readings exceeds lfs¿ criteria for a valid comparison. The patient stated that she manages her diabetes with oral medication (jentadueto 1000 mg), diet and exercise. It is not known if the patient took any action regarding her usual diabetes management regimen due to the reported issue. The patient reported developing symptoms of feeling ¿feverish, nervous and shaky¿ an unspecified time after the alleged issue began. The patient denied receiving medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.